Event description:
The pt was being hysteroscopy performed due to abnormal after the bleeding fibroids. Since hysteroscopy was negative for submucous fibroids and hydrothermal ablation was performed. Since the pt had a severe retroverted uterus the hysteroscope was tilted anterior against the anterior vaginal wall. Since the hydrothermal sheath only uses air as an insulation the pressure against the anterior wall allowed had to be transmitted to the vaginal tissue. This caused an anterior vaginal burn (1-2") that extended around the urethra. The burn took over two months to heal.